Manufacturer narrative:
Updated the event date

Event description:
This report is based on information provided by a philips remote service engineer, a bench engineer and a technical engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device will not boot up. The device was not in use when the issue was discovered. No harm or impact was reported.